Event description:
Patient had known gelatin allergy, listed in chart (followed by multiple vaccinations he cannot receive due to anaphylactic reaction). Surgifoam was used for hemostasis which contains gelatin. Patient's vitals started to show tachycardia and hypotension. Patient has a history of congenital heart disease. He began to develop redness and hives on b/l trunk, arms, and legs and allergy was identified. Anesthesia team members were contacted and stabilized the patient. Surgical team removed the surgifoam and replaced it with surgicel-fibrillar. Circulating nurse documented surgifoam - no flags were detected in chart as the item containing gelatin. The package insert says "if an anaphylactic reaction is observed, absorbable gelatin administration should be immediately discontinued and any applied product removed." Chromic suture was also removed out of abundant caution. Patient remained intubated and was admitted to CT sicu. Note: allergy consult team wrote "we are unfamiliar with the gelfoam product used to comment on its gelatin content and contraindications. Evaluation by manufacturer: this case is a case of use error as the medical team should have used other hemostatic agents than a hemostatic agent containing gelatin. The patient has known and documented gelatin allergy. After the use of surgifoam the patient developed an allergy reaction. Patient outcome is not known. The reporter described that they found the IFU on pzifer's webpage however this is not the legal manufacture of surgifoam but gelfoam which is another gelatin sponge used for hemostasis. Follow-up questions are forwarded to the reporter to clarify patient outcome, to confirm the root cause (use-error), and if it was surgifoam or gelfoam that was used.